Event description:
90 y.o. Taken to o.r. For repair of fx left hip (femoral neck fx). Pt given spinal anesthesia. When cement in centrifuge pt experienced sudden hypotension and resuscitated (intubated, etc.) Operative procedure continued. Pt's bp increased after 15 min and taken to pacu where bp again decreased (palpable 50). Vasopressors/transfusions/intubation/etc continued and pt transferred to ICU after approx 3 1/2 hrs (9a-12:30p pacu). After a couple hrs. In ICU family informed of poor prognosis elected to remove life support & pt. Expired 3:30p 8/27.